Manufacturer narrative:
(B)(4). Evaluation summary. The explanted device was returned to edwards for analysis. As received, suture holes were observed around the sewing ring and there were no inconsistencies observed on the leaflets or the valve. X-ray demonstrated an intact wireform. Method: x-ray. Customer report of oversizing could not be confirmed through visual observations of the returned device. In this case, no information was provided by the hospital or surgeon to suggest that a malfunction, death or serious injury has occurred. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve was explanted at implant due to oversizing. As reported, upon sliding the valve down into the annulus, the oversized valve caused the annulus to tear. The valve was removed and the torn annulus was repaired. A 19mm pericardial valve was implanted and there were no further complications reported.